Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a faulty power supply, causing the main switch stuck in the on position. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus the olympus, model cv-190, evis exera iii video system center due to a report that the power button was broken and "stuck in." The reported problem was identified at the end of a diagnostic case. The procedure was completed using the same cv-190 with no delay in procedure. There was no patient injury that occurred, associated with the event. Upon inspection and testing of the returned device, it was found that the power supply was faulty. This report is submitted due to the malfunction of faulty power supply. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was surmised from the investigative results that the suggested phenomenon occurred due to the faulty power supply unit. However, the cause of this fault could not be further determined. Olympus will continue to monitor field performance for this device.